Event description:
Ous MDR - after an implantation period of approx. 114 months, a low shock impedance of under 25 ohm was reported. The lead was capped and replaced with a new lead. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated stable shock impedances around 65 ohms between (B)(6) 2016 with subsequent intermittent decreases under 25 ohms as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.